Event description:
It was reported by the customer's biomed that the device will not operate on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA (B) (4).